Manufacturer narrative:
The customer¿s report of a secondary bag of vancomycin that back flowed into the primary bag was not confirmed. The set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received sets during visual inspection. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; no air bubbles or fluid were observed going past the check valve or into the primary bag. Testing of the returned part indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane or any solvent to the check valve component with no damages to the interior of the check valve or to the diaphragm. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn started vanco at 0920 as a secondary, to run over 120 minutes rn noticed that primary infusion was a 1-liter bag of ns and was missing about 200-300cc of ns when rn came back into the room about an hour later rn noticed that the alaris pump said 1 hour and 14 minutes left on the infusion and the vanco bag was empty and the primary ns bag was full and the chamber was full. Equipment was sequestered and biomed called biomed evaluation - marked the primary and secondary fluid levels and monitored the levels with no power to the IV pump, patient side roller clamp closed and secondary roller clamp open secondary fluid migrated to the primary bag over time the back check valve on the primary should have prevented this. Check valve on single use infusion set is defective." An incomplete date of event of xx-may-2019 was provided. Date of event identified as (B)(6) 2019. The secondary infusion was vancomycin 1250mg/250ml normal saline to infuse at 125ml/hr. The customer states there was no harm to the patient.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn started vanco at 0920 as a secondary, to run over 120 minutes rn noticed that primary infusion was a 1-liter bag of ns and was missing about 200-300cc of ns when rn came back into the room about an hour later rn noticed that the alaris pump said 1 hour and 14 minutes left on the infusion and the vanco bag was empty and the primary ns bag was full and the chamber was full. Equipment was sequestered and biomed called biomed evaluation - marked the primary and secondary fluid levels and monitored the levels with no power to the IV pump, patient side roller clamp closed and secondary roller clamp open secondary fluid migrated to the primary bag over time the back check valve on the primary should have prevented this. Check valve on single use infusion set is defective." An incomplete date of event of (B)(6) 2019 was provided.